Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the generator failed its incoming vxi testing. The failure was rerun 10 times and it passed; device intermittent operation was noted. Analysis further noted that the lower case and one side bail cover were broken. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.